Manufacturer narrative:
This product is registered as a combination product. The lead was returned with no complaint reported event. As received, a complete lead was returned in one piece measuring 57.7cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the optim sheath noted at 11.4cm to 11.6cm from the connector pin caused by friction to the device can. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.